Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding the implantable neurostimulator. The inceptiv was implanted for headaches and was to control the head and shoulder. The reason for call was patient reported it takes almost the whole day to charge the ins. It took about 6-7 hrs to charge while their other intellis ins takes only a couple of hours. Patient said at first they saw the screen with numbers that searches for the best position and then they got excellent recharge quality and patient could not move from their chair while charging. Patient usually charged once in 1.5 week. Patient was scheduled to see hcp on (B)(6) and will address the charging.